Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n404490006, implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via (B)(4) regarding a patient in (B)(6) receiving intrathecal gabalon at a rate of 25mcg/day for cerebral infarction. The dosing duration was (B)(6) 2014 and continuing. Beginning (B)(6) 2016 the patient complained of discomfort/unusual feeling in the abdomen due to the pump system implant. In addition, it was commented that the daily dose was a little. The patient requested the device system be explanted and, for these reasons, the explant was scheduled for (B)(6) 2016. No diagnostics or troubleshooting was performed. The causality of the event was unknown. Outcome was reported as unrecovered. Information from a healthcare provider indicated that the patient's pump was implanted on (B)(6) 2014, and since then, the patient had complained about abdominal discomfort. Additionally, the therapeutic daily dose was also slow, so the removal was scheduled for (B)(6) 2016. There were no concomitant medications, medical history, or complications reported. The abdominal discomfort was not considered serious. The event was unrelated to the investigational drug. There was no relationship with the abdominal discomfort and the catheter, programmer, or procedure. It was unknown if the event was related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.